Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), surestep foley trays kit. Visual inspection of the two-photo sample noted a strand of hair on the heat shrinkable tube (band). The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: b, d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer received a complaint from the clinical staff about a latex free foley kit having a hair shrink wrapped to the foley. A second kit was opened with a different lot number and that kit was not affected. They were not sure but had a complaint regarding catalog# a947316. They were still waiting on their crd team to determine if they need to remove the lot. They just wanted to get that and then start the investigation process.

Event description:
It was reported that the customer received a complaint from the clinical staff about a latex free foley kit having a hair shrink wrapped to the foley. A second kit was opened with a different lot number and that kit was not affected. They were not sure but had a complaint regarding catalog # a947316. They were still waiting on their crd team to determine if they need to remove the lot. They just wanted to get that and then start the investigation process.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.